Event description:
Device did not function.

Manufacturer narrative:
The user reported that the device did not function as intended. No information was provided regarding patient injury. Product was not returned for evaluation.